Manufacturer narrative:
Other relevant device(s) are: software 9735585 stealth station cranial, upn (B)(4), 510k k153660. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during an electrode and probe placement surgery. It was reported that when the site was attempting to measure the distance between two target points, they were unable to measure because they would keep selecting the target they did not want to select. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.